Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident had been reported by the facility risk manager (MDR report key (B)(4)): while performing a left shoulder arthroscopic rotator cuff repair the ar-13991n scorpion needle tip broke off while trying to pass suture. Shoulder was constantly being irrigated during scope. Md attempted to visualize the broken tip but was unable to see it. X-ray was performed and a call back was received from the radiologist who spoke with the md and stated that he could not see the tip. The report did not confirm that the tip was located and accounted for only that the tip could not be seen on x-ray. The report contained no report or facility name or contact information. At this time no follow up is possible.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (instrument) was not returned or identified. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.